Event description:
New information received states another instance of a ventricular fibrillation episode was observed during capacitor charging in which therapy was inhibited. Lead revision was recommended. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during device follow-up, diagnosis revealed two ventricular fibrillation episodes recorded from september. The capacitors had aborted charging after five consecutive ventricular sensed episodes. The patient is scheduled for an x-ray examination at the next follow-up. Electrical measurements were stable. The patient condition is good.